Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the harmonic ace instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The batch sequence number of the instrument's lot number was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. No photo or video was provided by the site for review. This complaint is being reported due to the following conclusion: it was alleged that the harmonic ace instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no report of patient injury.

Event description:
It was reported that during a da-vinci assisted partial nephrectomy surgery procedure, one of the two blades of the harmonic ace instrument broke and fell into the patient. The fragment was retrieved during the same procedure which was completed. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation confirmed the customer reported complaint. Fa found the primary failure of broken blade to be related to the customer reported complaint. The instrument was found to have a broken blade. The blade broke roughly 0.185¿ from the base. The broken piece was returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error. The root cause of broken instrument blades is typically attributed to the mishandling. Additionally, the instrument was found to have teflon pad damage. The teflon pad on the clamp arm exhibited thermal damage. No missing material was observed. The root cause was typically attributed to mishandling. A log review was performed for the harmonic ace instrument reported in this complaint (pn: 480275-08/n902101180307) and the following was found: the instrument was last used on 07/15/2021. This is a single use instrument, and was therefore on its first and final use.

Event description:
Refer to h10/h11 for follow-up information.